Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: as medical records were not provided, a review could not be performed. Image/photo review: as medical images were not provided, a review could not be performed. Conclusion: the device was not returned for evaluation. Images and medical records were not provided for review. Therefore, the investigation is inconclusive for the alleged filter tilt and retrieval difficulties as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: warnings/potential complications: - movement, migration or tilt of the filter are known complications of vena cava filters. - filter tilt. - filter malposition. Precautions: - procedures or activities that lead to changes in intra-abdominal pressure could affect the integrity or stability of the filter. Procedures requiring percutaneous interventional techniques should not be attempted by physicians unfamiliar with the possible complications. Complications may occur at any time during or after the procedure. Note: it is possible that complications such as those described in the "warnings", "precautions", or "potential complications" sections of this instructions for use may affect the recoverability of the device and result in the clinician's decision to have the device remain permanently implanted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported approximately one year eight months post successful vena cava filter deployment, during a scheduled filter retrieval procedure the filter was unable to be retrieved. Approximately seven years ten months post filter deployment, the patient reportedly experienced pain and the filter was discovered to be tilted. The filter remains implanted. The current status of the patient is unknown.

Event description:
It was reported approximately one year eight months post successful vena cava filter deployment, during a scheduled filter retrieval procedure the filter was unable to be retrieved. Approximately seven years ten months post filter deployment, the patient reportedly experienced pain and the filter was discovered to be tilted. The filter remains implanted. The current status of the patient is unknown. It was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with or before bariatric procedure. Approximately eight months post filter deployment during a scheduled percutaneous retrieval procedure, it was alleged that the filter could not be removed. A subsequent scan demonstrated the filter had migrated with a limb entering the left renal vein. Approximately six years nine months post filter deployment the patient experienced pain and a CT scan demonstrated the filter was located slightly above the left renal vein with the apex of the filter tilted medially. The status of the patient is unknown.

Manufacturer narrative:
The device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. The patient with morbid obesity and venous insufficiency had a vena cava filter deployed uneventfully. Approximately three weeks post filter placement, the patient underwent gastric bypass and a cholecystectomy. Approximately nine months post filter deployment, during scheduled retrieval, a venacavagram demonstrated the filter positioned at the level of l1. Multiple attempts to remove the filter were unsuccessful and the procedure was concluded. A completion venacavagram demonstrated no evidence of contrast extravasation. Approximately one year and two months post filter deployment, a computed tomography (CT) of the abdomen and pelvis demonstrated a filter strut entering the left renal vein. Approximately six years and nine months post filter deployment, the patient presented to the emergency room (ER) with complaint of neck pain that felt like the pain when the filter was attempted to be removed. The patient reported right upper chest/throat pain and stated concern that filter had migrated. The physician indicated that the filter had not moved and for the patient to follow up with vascular surgery. Three days later, during an office visit with vascular surgery, options for removal were discussed. After a review of a prior CT scan, the physician indicated that the filter had migrated and tilted and the patient would be referred to another facility for evaluation. The device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. Based on the medical records, the investigation can be confirmed for tilted filter, migration, and retrieval difficulties. Per the medical record, the patient had a filter placed in the vena cava measuring 3 cm prior to a gastric bypass surgery. Therefore, it is possible that the bypass surgery and the oversized vena cava may have affected the integrity and stability of the filter. Per the instructions for use (IFU), "migration of the filter may be caused by placement in oversized vena cava greater than 28mm, or large migrating thrombus dislodging the filter from its deployed position." The IFU also states, "open abdominal procedures such as bariatric surgery may affect the integrity and stability of the filter." However, the definitive root cause for the event is unknown. Labeling review: the current IFU (instructions for use) states: potential complications: migration of the filter. This may be caused by placement in oversized venae cavae greater than 28mm, or large migrating thrombus dislodging the filter from its deployed position. The safety and effectiveness of this device has not been established for morbidly obese patients. Open abdominal procedures such as bariatric surgery may affect the integrity and stability of the filter. Procedures or activities that lead to changes in intra-abdominal pressure could affect the integrity or stability of the filter.